Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: during investigation, the black box verified a power interruption at the time the overheating was reported. The black box verified the vp and vm were steady with no sudden drop prior to the power interruption event. The pump was tested for a minimum of 24 hours with the customer pump settings with no errors, alarms, warnings, overheating, or power loss duplicated. The pump electrical current draws are within spec; no evidence of moisture in battery compartment or internally. Power flex and components were inspected with no defects found. The battery was not returned with the pump.